Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was not feeling well and went to lie down. The spouse found the patient alert in the bedroom but determined the patient knew something was wrong as there were glucose tablets on the floor. The patient¿s cgm displayed 240 mg/dl; however, a short time later, the patient experienced a seizure and lost consciousness. The patient¿s spouse called emergency medical services (ems) and while waiting for ems, she applied a lot of glucose gel to the patient¿s gum. Ems arrived who performed a bg (post glucose gel) which was 140 mg/dl but the cgm displayed 248 mg/dl. The patient was treated with glucose, transported to the hospital, and released after later that day. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.